Event description:
It was reported that the ilet brought the user low after meal announcements, recurring despite a prior factory reset and requiring the user to announce smaller meals; dietary patterns were variable and the agent performed another reset paired with a g7, with the user advised to expect follow-up for education. Symptoms included hypoglycemia with a nadir of 60 mg/dl and associated distress and irritability. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified related to improper or incorrect procedure or method in the user interface during meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.